Event description:
A report was received that following a non device related procedure, the patient's ipg has been depleting quickly. A bsn rep analyzed the patient's database and confirmed premature battery depletion. An ipg replacement surgery has been recommended.

Manufacturer narrative:
The explanted ipg was returned for analysis and premature battery depletion was verified. The ipg passed visual and performances tests done. The analog ic was damaged due to monopolar electrocautery used during a previous non device related procedure which resulted in the battery depletion. Monopolar electrocautery is a known source of high voltage transients which damages the analog ic. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4)).

Event description:
A report was received that following a non device related procedure the patient's ipg has been depleting quickly. A bsn representative analyzed the patient's database and confirmed premature battery depletion. An ipg replacement surgery has been recommended.